Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that insulin leaked from the cannula of the infusion set. The leakage was caused from the cannula being bent. This occurred with 5 infusion sets from the same lot number. The patient experienced elevated blood glucose levels. No adverse event was reported. The infusion set was requested to be returned for product evaluation.